Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A bent pin inside the video connector was discovered and causing no image with the ltf-vh scope. The video connector needs replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the visera elite video system center had a bent pin on the rear of the camera connector. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the results of the investigation, it is surmised that the user connected the scope to the video connector with a foreign object stuck, or mistakenly place an object in the connector, the pins were deformed. Since the pins in the video connector kinked, the video processor failed to transmit the resulting image from the scope, resulting in a failure of the image output. Olympus will continue to monitor the field performance of this device.